Event description:
The device reportedly "changed concentrations on its own" resulting in an overdelivery. The pump had reportedly been programmed to deliver morphine in a 1mg/ml concentration, complete settings were not available. The child became drowsy/oversedated and a nurse noted that the display indicated a drug concentration of 0.5mg/ml. There were no alarms or power failures reported. The nurse stated no one had re-set the pump. The infusion was discontinued and the child was monitored closely while the narcotic effects were allowed to wear off. No adverse sequelae were reported.

Manufacturer narrative:
The device history log was printed and reviewed. On 27 feb. 97 at 15:06 an empty syringe alarm is documented. At 15:09, the device door is opened and the following program is entered: drug concentration .5mg/ml, pca mode, pca dose 2.0mg, lockout 6 minutes, 4 hour limit 8.0mg. At 21:25, 21:27 and 21:29 the same program is re-entered. At 21:31 the program is changed to a drug concentration of 1.0mg/ml, pca mode, pca dose 2.0mg, lockout 6 minutes, 4 hour limit 8.0mg. The device passed performance testing within product specification. The drug concentration did not change throughout long term testing procedures.